Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Additional information from the local fr indicated that a chest x-ray was performed and no obvious lead fracture or header issues were seen. The patient is to be followed closely and monitored via latitude.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately on the evening of (B)(6), 2010 at 8:00pm. The patient reported that he obtained a high reading in the "500s mg/dl" with the subject meter. The patient claimed he manages his diabetes with combinations of insulins (lantus and novolog). The patient continued his usual dose of 40 units of lantus insulin. The patient indicated 3 hours after the alleged issue began, he became sweaty and woozy. In response to the symptoms, the patient stated his wife gave him orange juice and graham crackers. The patient denied testing on any other device at the time of the alleged issue. At the time of troubleshooting, the cca confirmed the subject meter's unit of measure was set correctly at the time of testing. The patient did not have the control solution available to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.